Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 508-11-60g; trident hemispherical multi; lot# unknown. Cat# 6519-1-040; delta un.fem hd 40mm r40 16/18; lot# 63202603. Cat# 6720-0535; size 5 accolade ii 132 deg; lot# 75739303. Cat# 6519-t-025; uni adaptor sleeve v40 ti; lot# 77135805. Cat# 2030-6535-1; 6.5 cancellous bone screw 35mm; lot# w656mm. Cat# 2030-6520-1; 6.5 cancellous bone screw 20mm; lot# 4n4590. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: patient underwent index tha on (B)(6) 2020. Then the patient had a periprosthetic joint infection, so all components where exchanged in a one stage revision on (B)(6) 2020.